Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2017, the patient underwent right revision of radial head replacement arthroplasty and right elbow contracture release due to right failed radial head arthroplasty and right elbow contracture. There was a loose radial head implant with surrounding cortical thinning and bone fragmentation. On (B)(6) 2016, the patient underwent open reduction internal fixation, and right collateral ligament repair to the ulna due to right severely comminuted intra-articular proximal ulnar fracture and complete articular radial head fracture. On (B)(6) 2018, the x-rays of the patient's elbow demonstrate a radial head replacement arthroplasty with a long stem which is well aligned and congruent, minimal degenerative changes and no other interim abnormalities. Concomitant products reported : unknown screw (part# unknown, lot# unknown, quantity 1). This report is for 1 unknown radial head prosthesis. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D1, d2, d3, d4, g5-510k: this report is for an unknown radial head prosthesis/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number is unknown. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.